Manufacturer narrative:
Additional information and pictures of the devices from the customer informs that an adapter connecting the likoscale 350 to the lift has broken, causing the patient to fall. The patient transfer has been conducted with a liko viking xl mobile lift. To the lift has a likoscale 350 been attached followed by a universal 670 twin slingbar, where the sling holding the patient has been applied. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. A hematoma is a hemorrhage that occurs after a blow or sudden pressure by a hard object or surface. With this type of injury, blood accumulates in the tissues. In some cases, a hematoma will not require treatment and the body will usually reabsorb the blood over time. It may help to wrap or splint the area around the hematoma to keep the blood vessel from reopening as it heals. Doctors may recommend over the counter or prescription pain relievers if the injury is painful. Sometimes, a hematoma may require surgical drainage. Surgery may be more likely if the blood is putting pressure on the spinal cord, brain, or other organs. In other cases, doctors may want to drain a hematoma that is at risk of infection. When the lift has been delivered to the customer from liko, the universal 670 twin, product number 3156077, has been attached to the lift with a fixed connection. A bolt and a nut have connected the devices. To get the function with the liko scale the universal 670 twin has been modified with a quick-release hook solution. A wrong quick release hook kit has been used when modifying the slingbar, with the result of a slingbar bolt being too short for this combination. When the slingbar has a short bolt and a quick-release hook the function to rotate gets restricted. Pictures show wear on the frame of the sling bar indicating that the turning function has been reduced. When the patient was transferred and turned to be positioned, the restricted turning of the slingbar caused a turning force on the adapter that broke. In the instruction for use for viking xl, 7en137108 rev 2., the recommended lifting accessories section states: ¿the quick-release hook universal (3156508) fits the universal slingbar 350, 450 and 600 (prod. No. 3156074 - 3156076). Quick-release hook tdm (3156502) fits the slingbar mini 220 (prod. No. 3156005), sling cross-bar 450 and 670 (prod. No. 3156021 and 3156018) and universal twinbar 670 (prod. No. 3156077).¿ the accessories are delivered with an assembly instruction. Assembly instruction 7nn160228 for prod no: 3156508, the wrong quick release for universal twin 670, states the part numbers that it can be used with and 3156077 is not one of them. Assembly instruction 7se160247 for prod no: 3156502, the quick release that shall be used, contains the part number of the slingbar that has been modified by the customer. Although it could not be determined if there was a patient injury associated with the reported event, the report of the adapter breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported that the patient was supposed to be lifted from toilet chair back to her bed. When the patient was positioned above the bed, the scale cracked. Patient fell into her bed from about 30 cm height and the scale, and the bracket fell on her which resulted in a hematoma on her stomach. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).